Manufacturer narrative:
Other applicable components are: product ID: 389033, serial#: unknown, product type: lead.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. The caller indicated that they were doing a lead revision on the day of the report because the patient¿s lead migrated. They wanted to know the placement of the leads but it was reviewed that the manufacturer does not have that information. The caller would be explanting the system today. The caller did not have time to provide any further information. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.